Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the usb port became damaged when the customer disconnected the charging cable, and subsequently the pump is no longer able to be charged. The customer's blood glucose level was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.